Manufacturer narrative:
Investigation summary: the device was visually inspected and red residue was found inside the pebax; no damage was observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage observed on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Concomitant product: c3 interface cable - therapeutic, us catalog #: cr3434ct, lot #: unknown. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The thermocool® smart touch® sf bi-directional navigation catheter was inserted into left atrium. The thermocool® smart touch® sf bi-directional navigation catheter performed normally during mapping. When the ablation started, the location of the catheter suddenly had a large random shift even though the catheter was confirmed by x-ray being stable and not moving. Replacing the cable did not resolve the issue. They were able to continue the procedure by exchanging the catheter. There was no patient consequence. The visualization issue was assessed as not reportable. The user will have to replace the catheter in order to complete the case. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the catheter for evaluation and discovered on july 9, 2018 that there was reddish material found in the clear pebax sleeve approximately 0.6 cm from the distal tip. There was no damage noted to the catheter. Additional testing was performed on july 9, 2018. The scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The hole on the pebax was assessed as a reportable malfunction.the awareness date for this reportable malfunction is (B)(4) 2018.